Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist connected to both stations as devices and confirmed that both were actively communicating and current with the pyxis server; requested patient information from the customer for further validation. The technical support specialist (tss) was waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, patient not appearing in pyxis gamma. There were no adverse events or injuries reported based on this event.